Event description:
Surgical procedure with plates and pedicle screws for spinal fusion. Two wks post surgery, pt experienced pain in right foot/leg; coldness in left foot/leg. This chronic ongoing pain required class 4 narcotics every 4-6 hrs. Rptr is completely disabled; unable to drive. Rptr has undergone many tests and procedures. Diagnosis: chronic pain syndrome perhaps rsd (atypical), unresponsive. Rptr believes screws/plates are the problem.